Event description:
Per the audiologist, the patient has had several onset of middle ear infection, cholesteatoma, tinnitus and hemorrhaging of the middle ear (dates not reported). The patient's device was explanted (date not reported). No reimplantation plans have been reported.

Manufacturer narrative:
This is a final report, filed september 16, 2008.